Event description:
(B)(4). My obgyn doctor determined by flat panel xray, pelvic ultrasound and CT that the coil in my left fallopian tube migrated puncturing through the tube and embedded in my uterus which is why I got pregnant in (B)(6) 2015. I am scheduled to have a hysterectomy done on (B)(6) 2016 to remove my cervix, fallopian tubes and uterus. I will be able to keep my ovaries as long as nothing unexpected is found during the procedure. I'm hoping that the surgery will help the constant pain stop, but very troubled by the traumatic life changes I am going through at (B)(6) because of essure.

Event description:
(B)(4). Pregnancy confirmed (B)(6) 2015. I also suffer migraines, extremely painful menstrual cycles, loss of memory and severe fatigue.